Event description:
Ous MDR - it was reported that intermittent loss of capture occurred approx. 104 months after the implantation. Furthermore, there was an error message about battery depletion (eri).

Manufacturer narrative:
The pacemaker was returned for analysis and underwent a routine status interrogation after it had been received. During the interrogation, a notification message appeared on the programmer referring to the state of the battery. The device status was eri after approximately 104 months of operating time. In a next step, the charge drawn from the battery was checked. The battery depletion proved to be as expected. The memory content of the device was analyzed. The analysis indicates that the activation of the battery status eri resulted from a temporarily slightly increased current uptake. No other irregularities were found. The reported missing ventricular pacing could not be reproduced based on the available information. The decrease of the pacing rate to 53 ppm resulted from the switch to the eri program in accordance with specifications. In a next step, the current uptake of the device was tested, which proved to be unremarkable. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. The current uptake was normal and as expected. In addition, a long-term pacing test was performed. The pacing functions also did not show any anomalies during this test. Especially the pacing signals were normal and did not show any interruption. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. In summary, the analysis indicated a temporarily increased current uptake of the pacemaker, which then led to the battery status eri. The cause of the temporarily increased current uptake could, however not be determined. During the analysis, the pacemaker functioned normally, and the current uptake, in particular, was normal and as expected. There were no indications of a material defect or manufacturing error. The device showed no restrictions of the capability to provide therapy.